Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was 255 mg/dl at the time of the incident. It was reported that when the customer was trying to change out the infusion set system and the back part of the insulin pump was pushing out the drive support cap. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to detached end cap. No loose drive support cap anomaly.